Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The reported patient effect of headache is a known observed and potential patient effect as listed in the rx acculink carotid stent system electronic instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that post rx acculink stent implantation in the moderately calcified right internal carotid artery, the patient reported non-serious visual changes and a headache. Acetaminophen was provided for the headache. No treatment was provided for the visual changes. On (B)(6) 2013, the event resolved and the patient was discharged home. There was no additional information provided.